Event description:
It was reported that on (B)(6) 2021, the patient was placed in a peripherally intubated central venous catheter kit and accessories. On (B)(6) 2021, a small amount of fluid was found at the PICC puncture point during the inspection of the ward. The infusion was stopped immediately, the catheter was checked, and the blood was drawn after the recovery, slowly pull out the catheter, and it is found that there is liquid leakage from the flushing tube at 1cm (that is, the catheter is 38cm) when the catheter is pulled out, and the catheter should be removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2438 showed no other similar product complaint(s) from this lot number.